Manufacturer narrative:
The eartip was returned for evaluation; the eartip returned does not visually match up with a newly produced, conforming eartip. The analysis showed that the eartip may have been over inserted on the eartube and that over the years of usage malformed to enlarge the mating hole that meets the eartube. The over insertion of eartips is something that can happen during assembly and is verified multiple times during production at different steps to detect this issue. End of report

Manufacturer narrative:
No information was provided. Device was returned for evaluation; evaluation is anticipated. End of report.

Event description:
A male reported an alleged injury of the right tympanic membrane after an ear tip fell off a 3m¿ littman® classic¿ ii s.e. Stethoscope. The stethoscope was used for approximately one week. Outpatient care was received and the eardrum puncture recovered; however, there is a little difference in hearing performance noticed between the left and right ear.